Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a hardware low level failures alarm and the motor arm cannot communicate with the main arm alarm during the self test. The customer's blood glucose level was 17.5 mmol/l at the time of the incident. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was not calling back to perform a high pressure test. The customer reported that they have a back-up plan available. The customer was advised to change entire set, reservoir and insulin and treat per healthcare professional¿s instructions. The customer was able to clear the alarm but were unable to complete the insulin pump rewind. The device will not be returned for analysis.